Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to the pump being off. No further information was provided.

Event description:
It was reported that the patient was admitted on (B)(6) 2023. On (B)(6) 2023, the patient underwent a transcatheter aortic valve replacement (tavr) after severe prolapse where the prosthetic valve fell into the left ventricle. After this, the patient had ventricular tachycardia (vt) accompanied by fever and lactic acidosis that occurred after a severe paravalvular leak for which the patient received dobutamine. Of note, on (B)(6) 2023, the patient had total left vocal cord paralysis which was treated with bedside flex laryngoscopy and vocal cord injection. The patient was made do not resuscitate (dnr) on (B)(6) 2023. On (B)(6) 2023 the patient made the decision to no longer undergo any more procedures and communicated this to the team and wife and was placed on comfort measures at the patient's request. The patient's pump was turned off at the patient's request. The patient passed away peacefully. The device will not be returned for evaluation.

Manufacturer narrative:
A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate ii lvas instructions for use lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas insrtuctions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.